Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when 2 mako pins broke during the surgery. The pieces of the pins was unretrievable.

Manufacturer narrative:
Reported event: broke 2 mako pins during surgery. Unable to retrieve pieces of pins. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143140 non-sterile bone pin, single) were manufactured shipped to (B)(4) on 06/21/2016 and accepted into final stock on 06/21/2016 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143140, lot number w46871 shows two additional complaints related to the failure in this investigation, (B)(4). Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: the mps was unable to confirm the use of the array stabilizers to insert the bone pins. As such, this is off label use. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when 2 mako pins broke during the surgery. The pieces of the pins was unretrievable.